Event description:
On (B)(6) 2010, the customer reported that the operating room table was moving up and down and tilting on its own, without the manipulation of the operating room table pendant (controller) by the operator. There was no report of injury to either a pt or clinical staff. An imris customer support specialist investigated the complaint on-site, but was unable to reproduce the incident. The operating room table pendant was later returned to imris for investigation, and the incident again could not be duplicated. As this was the first occurrence, with no report of injury and the incident could not be reproduced, imris determined that the results of the investigation did not warrant an MDR. However, upon discovery of a second incident at another customer site, imris determined that this case should be re-opened pending the conclusion of the investigation into the above-mentioned case, and that an MDR be submitted.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered 3/4 of the way through deployment, exchange sheath splitting could not be completed, and the clip became exposed on the clip delivery tubeset. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it had been partially deployed and was in the safety release activated state. The thumb advancer had been partially deployed with similar delivery tubeset deployment. The exchange sheath was partially slit and undamaged. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This would result in difficulty with deployment of the thumb advancer and prevented unsuccessful deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. A review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the exchange sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.